Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure, while resecting the tissue, the device locked on tissue during firing, the device was removed by opening it normally. Another reload was used to resolve the case. There was no patient harm.